Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported the patient obtained elevated blood glucose readings ranging from 400 mg/dl to 500 mg/dl for several months, and she has experienced the symptom of thirst. Troubleshooting revealed the pump date/time were correct, the total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion site or infusion tubing. It was also revealed the patient's technique was incorrect in that she primed only 4 to 5 units when the cartridge was replaced, she used refrigerated insulin, and she had not changed the infusion site after two elevated blood glucose readings as recommended. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect, which may have led to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.